Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a calibration not accepted alert. It was confirmed that the customer¿s blood glucose was high at 23.6 mmol/l when trying to calibrate. It was advised that the blood glucose should be at a stable level for the calibration to be accepted. The customer treated with a bolus and would wait for blood glucose level to go down to calibrate. The sensor will not be returned for analysis.